Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after changing the settings as recommended by ts, the system functioned as intended. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system was having issues loading patient data. The computer swap had just been completed when the manufacturer representative noticed the cd-rom was freezing and unable to load patient data. It was noted several discs were tried and the only one that worked was siu disc. Technical services (ts) walked the manufacturer representative through scanner mask setting and changed some of the values. The system was then able to read the disc. This issue was noted outside of a procedure, and there was no patient involvement.